Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the back of the cassette was leaking before a procedure. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned cassette was inspected and tested for fluid leakage. It was noted the customer returned an unused cassette with manifolds. The manifolds were banded and in their original configuration. There was no evidence of that fluid leaked from cassette as the sample was unused. It is important to remind the customer to return the product associated with the event for a full evaluation. A full internal cassette pressure leak test was then performed utilizing an external pressure source to detect for fluid leakage and no leakage was detected. A console representing the current software version was used to test the sample for leakage during operation. The cassette was inserted onto the console and no leakage was detected during the calibration process. Introducing 400 ml of fluid through the cassette into the drain bag, no leakage was detected from the front of the cassette, pump elastomer, or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).